Event description:
It was reported that the 2800 system had a physicist discrepancy of kvp not accurate. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The system was calibrated during the service call. The system was tested and found to be working as intended and put back into service.